Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer's blood glucose was unknown at the time of the incident. It was reported that the alarm occurred once again. This time customer suspects it may be due to his watch charger and will try and keep charger further away from pump. The customer will call back if any further alarms are received. The insulin pump will not be returned for analysis.